Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this product was part of an infection. No system revision was done as the patient was sent to hospice with terminal cancer. There were no additional adverse effects reported.